Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 and the patient's ipg was explanted and replaced. (Reference MFR report number 1627487-2016-00266.) The patient's lead remains implanted. Post-operatively three contacts were programmable and limited left side coverage was achieved; however, the patient experienced abdominal stimulation. The next course of action is undetermined at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation and the system is auto-reducing. Diagnostic testing revealed high impedances on many contacts, invalid impedances on several contacts and low impedances on two contacts. Images taken indicate a possible partial lead pull out and lead fracture(reference MFR report #1627487-2016-00266.) Surgical intervention is planned to address the issue.

Event description:
It was reported the patient underwent surgery where the lead was explanted and replaced. Reportedly, the patient receives effective stimulation therapy which resolved the patient's issue.